Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported the IV infusion pump has a missing platen that was discovered while fentanyl infusion was being programmed on the device. A free flow of medication occurred for ¿few seconds¿ and infusion was stopped. There was no patient harm and the patient was intubated at the time of the event. Upon site visit by bd technical service, it was reported that the missing platen was found in another patient's room on a different floor and no further information was provided as to what had happened. Although requested, additional information was requested but not provided.

Event description:
It was reported the IV infusion pump has a missing platen that was discovered while fentanyl infusion was being programmed on the device. A free flow of medication occurred for ¿few seconds¿ and infusion was stopped. There was no patient harm and the patient was intubated at the time of the event. Upon site visit by bd technical service, it was reported that the missing platen was found in another patient's room on a different floor and no further information was provided as to what had happened. Although requested, additional information was requested but not provided.

Manufacturer narrative:
The customer¿s stated issue of ¿free flow, missing platen¿ was confirmed. The log review for sn: (B)(4) found immediate check IV set alarms when the user was attempting to start an infusion. This would be the expected behavior of a device with a missing platen. Testing shows that when a set is installed without a platen unregulated flow will occur. If an infusion set is loaded into the device with the flow stop in the open position the pump module will alarm for flow stop open. If there is also no platen installed, then a check IV alarm will occur once the pump module door is closed since the software detects and safety clamp installed but no pressure on the pressure sensors due to the missing platen. The proximate cause of the customer¿s complaint of free flow was due to a missing platen.